Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc) after a lead revision procedure. It was determined that electrocautery was used in the surgery. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc) after a lead revision procedure. It was determined that electrocautery was used in the surgery. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).